Event description:
After 45 days of use, cracks were noted on the twist switch. There was no disinfectant use on the set by pt or doctor. No pt injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of retrospective summary report (B)(4). The total number of events being summarized on this MDR are 965 (see attachment titled "kdj reportable malfunctions"). These reports are being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning-letter (B)(4). Received two used sets with cap on dark blue connector attached and no cap on pt connector in reference to the reported problem of cracks. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. During visual inspection, chipping/flaking and cracks of the light blue main body and cap were noted. The complaint was confirmed in the lab for crack.